Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that the device was explanted.

Event description:
It was reported that a motor stall was seen in the patient's pump logs without a recovery message. Additionally, a volume discrepancy was seen with an expected reservoir volume of 15.7ml, but an actual reservoir volume of 11.5ml. A false motor stall was reported, but the reporter admitted not knowing what a false motor stall was. At the time of report, there had been no patient injury, symptoms, or adverse event. Also, saline had been put into the reservoir and a motor test was planned. If the motor was stalled, the pump would be explanted. A week later, pump logs were seen that also showed a "stopped pump period may exceed tube set" message taking place two days after the motor stall. The drugs used in this system were morphine and bupivacaine.

Manufacturer narrative:
Final analysis of the pump found corrosion, moisture, and residue throughout the gear-train. It was found that some of the teeth of gear wheel 3 were partially corroded. Residue was also found in the pinion of gears 1 and 2.